Manufacturer narrative:
No pt samples were returned for investigation. Product support tested 29 "normal" (apparently healthy), whole blood, edta donors on retained device lot w49724 for observations of tni recovery. No discrepant or precision issues were observed with any of the 29 whole blood donor samples tested on cardiac w49724. All tni values were <0.10ng/ml. All results of the testing met the release requirement for the device. Product support could not rule out sample specific interferences that may have affected analyte recovery. As of (B)(4) 2012, there are a total of 2 complaints against device lot w49724. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported discrepant troponin (tni) results with the triage cardiac triple marker panel. Customer has reproducibility concerns. Two different devices have been used from the same lot. No pt info was provided.